Manufacturer narrative:
Investigation summary: a visual inspection revealed that the tip of the cold jaw boot had detached and was received separately. The jaws were somewhat burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot broke off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon jaw boot broke off. The piece was retrieved with no other patient effects reported. A new kit was used to complete the procedure. The product was returned.